Event description:
Reporter stated that a patient's capillary blood pt was measured, using the suspect device, with a result of 7.2 inr. A subsequent lab test measured patient's blood pt at 2.49 inr. Reporter was unable to provide any patient information. No adverse event was reported. Liquid quality control testing was performed on the suspect product and the results were within acceptable ranges. No product was returned to the manufacturer for evaluation.